Event description:
Boston scientific received information that this right ventricular (rv) lead and defibrillator exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The rv lead was explanted and replaced, the device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.